Event description:
The doctor was performing an optical urethrotomy when the tip of the cold knife broke off. Xray confirmed it was positioned next to a catheter in the peno-scrotal junction. Doctor did not want to remove catheter which was difficult to place, so he left the tip of the knife in patient and completed procedure. He waited a week for swelling to go down and then removed the knife tip and the catheter at the same time. Patient condition was reported as good.

Manufacturer narrative:
Although the subject instrument was not returned, hospital reported that knife broke on a very hard membraneous mid-prostatic rock hard urethral stricture. Damage most likely due to mechanical overload.